Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. The small cavity mode was selected and the maximum delivered pressure was 15mmhg. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the high flow insufflation unit pressure failed to increase above 15 and the insufflator stopped delivering gas. The event occurred during receipt inspection and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the pressure issue could not be determined. However, the phenomenon could have likely occurred due to a wrong setting by the user. Olympus will continue to monitor field performance for this device.